Event description:
Allegedly, revised due to broken neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts have been made to have the device returned. Although several attempts have been made, a medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00354, 00355.